Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise. No intervention was performed. The patient status was unknown and will continue to be monitored.